Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colon resection procedure, the device closed, fired, and the staples were sticking straight up and not formed properly. Case completed by hand sewing. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # k5e198. The analysis results showed that the tx60g device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The batch record was reviewed and no anomalies were noted during the manufacturing process.